Event description:
The distributor reported that the basal rate changed to 0 units per hour without user intervention and the pump did not emit any alarms. There was no reported patient impact associated with this complaint. This complaint is being reported based on the alleged insulin delivery rate malfunction.

Manufacturer narrative:
(B)(4): the pump was exercised for 24 hours with no basal rate being automatically changed to 0 units per hour. A 0.00 unit/hour basal rate was programmed into the pump. An alert "your active basal program is empty 0.000 units/hour" was produced by the pump as designed. Review of the pump history shows no basal rates automatically changed to 0 units per hour as alleged by the patient. The history showed that a 0 unit per hour basal rate was selected by the user and the pump gave an alert which was verified by the user. The patient's complaint was not confirmed or duplicated.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.